Event description:
The customer reported that the system displayed a communication error. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The workstation 12 volts power supply was adjusted. The system was tested and found to be working as intended and put back into service.